Manufacturer narrative:
The reported malfunction was observed and attributed to intermittent contact between the battery and battery pins. A battery pis was found to be loose. The battery pin was tightened to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device intermittently inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.